Event description:
Information received from the field does not address the patient's clinical status but notes a loss of ventricular sensing and high bipolar lead impedance. When the ventricular channel was switched to unipolar, ventricular sensing was re-established and the lead impedance was lowered to a reasonable value.~~~~~~~